Event description:
The site initially reported that the pt was having a diagnostic cardiac catheterization. During the initial injection of the left coronary arteries, it was noted that the flow of contrast material was sluggish in the circumflex and left anterior descending arteries. The second picture showed no flow in the left system. Approximately two minutes after the initial contrast injection, the pt went into cardiac arrest. The pt required cardiopulmonary resuscitation, respiratory intubation, a temporary pacemaker insertion, and an intra-aortic balloon pump insertion. The pt went to the operating room for emergency open heart surgery. A physician review of the films resulted in the determination that the pt suffered an air injection. The pt was extubated and awake following the surgery. Further f/u was performed with the site. The site concluded that the disposables were not properly purged of air prior to the procedure. The director of cardiac services at the site further explained that although the CPR was performed as a result of the air injection, the emergency open heart surgery that was performed was due to lesions that were seen on the films, not a result of the air injection. (See enclosed uf/importer report# 3302450000-2009-8005).

Manufacturer narrative:
A medrad service engineer performed a system service check of the injector. All of the testing that was completed checked out fine and performed according to specifications. The disposables that were in-use during this procedure were disposed of by the customer and not available for eval. Additional applications training was performed.